Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the sensors were out of calibration. The se performed calibrated the sensors and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. Although requested, information as to the use of the device at the time of the alleged malfunction has not been provided.